Event description:
Initially, the subject presented with a leg length inequality and he was not satisfied with the surgery. The subject underwent a revision surgery to replace the liner so that leg lengths would be more equal. The revision surgery went as planned except the would became infected with diphtheroids. The subject is currently finishing a post operative course of IV antibiotics and the final outcome cannot be assessed at this time. The surgeon classified the infection as probably not device related. There is no additional revision surgery expected.

Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all polyethylene liners released to the field of lot number 090085 (B)(4) conform to the specification valid at the time of MFR, including dimensional and shape values. The sterilization cycle for lot number 090085 was performed according to the specification valid at the time of production. Leg length inequality and infection are known complications for hip surgery.